Event description:
During implantation of 25mm medtronic avalus valve, physician noticed fibrous stranding of the ventricular side of the valve leaflets. Because of this, this valve was explanted and then replaced with the mosaic valve. Manufacturer response for bioprosthetic valve, avalus 400 bioprosthesis (per site reporter). Or (operating room) manager notified medtronic rep. Representative requested device for evaluation.